Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter was allegedly curved and did not work. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm hemosplit d/l catheter, one tunneler with a loaded protective sheath, one vessel dilator, one j-tip guidewire in a guidewire hoop, one 8fr dilator, one 12fr dilator, one introducer needle, one end cap, one vessel dilator, one 15.0fr peel-apart sheath and two used adhesive dressings were returned for evaluation. Functional, gross visual and tactile evaluations were performed. Distinct curvature was noted on the distal portion of the catheter. Therefore, the investigation is confirmed for the reported catheter deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the catheter was allegedly curved and did not work. It was further reported that the doctor tried his best to reput and clean the catheter but it still did not work. There was no patient contact.